Manufacturer narrative:
(B)(4).

Event description:
((B)(4)). The dentist reported that 6 months after the dental implant was installed in intraoral region #11 it was verified its loss of osseointegration. A 25 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).